Event description:
An intera 3000 hepatic artery infusion pump, sn (B)(6), was opened and prepped in advance of implant, but did not produce a bead indicative of flow. The device was abandoned and a different intera 3000 pump was prepped and implanted. No patient consequence was reported.

Manufacturer narrative:
The device history record for this device was reviewed and there were no nonconformances related to this device; the device met all functional and performance specifications prior to release. There was one deviation noted in the record that was reviewed and determined to not have any impact on device performance. The device was evaluated by intera and was determined to meet all functional and performance requirements. No device malfunction was identified and the complaint was not reproduced upon evaluation. Therefore, the complaint is not confirmed.

Event description:
An intera 3000 hepatic artery infusion pump, sn (B)(6), was opened and prepped in advance of implant, but did not produce a bead indicative of flow. The device was abandoned and a different intera 3000 pump was prepped and implanted. No patient consequence was reported.

Manufacturer narrative:
Device evaluation is pending and a supplemental report will be filed once evaluation is completed. The device history record for this device was reviewed and there were no nonconformances related to this device; the device met all functional and performance specifications prior to release. There was one deviation noted in the record that was reviewed and determined to not have any impact on device performance. Blank fields in the MDR form represents unknown information. If additional information is received at a later date, a supplemental report will be filed.